Event description:
The following was reported to hamilton medical ag: it does not turn on with the electrical network. Power only with batteries. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).